Manufacturer narrative:
A ge representative evaluated the system and replaced the back plane, a power supply, the gpos and rtos single board computers, the hard drive, and he generator interface board. The system operates as intended.

Event description:
The customer reported the system intermittently would not complete boot up. No pt injury was reported.